Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical trial. Same as MFR rept #: it was reported that 100 days following a coronary artery drug eluting stenting procedure, the patient experienced a thrombosis. At the time of the index procedure, three taxus express2 stents were implanted in the right coronary artery (rca), distal circumflex (cx), and 2nd obtuse marginal (om). It is unknown which stents were implanted in which location. One hundred days following the index procedure, the patient experienced acute onset angina and ECG revealed inferior st elevations. Subsequent angiography revealed a sub-total occlusion of the cx. It was suspected that this was due to aspirin or clopidogrel resistance; however, it was ruled out with platelet aggregometry.